Event description:
It was reported when the programmer was turned on the following message displayed: a problem has been detected and windows has been shut down to prevent damage to your computer. It was noted the problem seems to be caused by the following file: (B)(4). The programmer was returned for repair. There was no patient involvement indicated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the reported event; although the programmer has a slow boot up time of 90 seconds, it powered up without an error. Analysis also found the right keyboard hinge is broken. It is noted the system fan and power supply seemed noisy. Concomitant product: 229047 analyzer. (B)(4).